Manufacturer narrative:
The product was returned with traces of blood on the handle, jaws and with signs of usage. The locking bar was in a disengaged position, and the jaw pins were retracted. No fastener was returned. There was no physical damage noted. The jaw rotation, rotational mechanism, resetting, reloading & deployment tests were performed. No mechanical issues or unusual noises were encountered or heard. Furthermore, the laboratory fastener was delivered onto the artificial ostium without difficulty. The evaluation did not confirm the reported noise. However, a clicking sound is expected as the handle lever is squeezed and closed. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Event description:
It was reported that during the deployment of the tigerpaw pro (tpp) clip, the physician heard the handle/ trigger make a "grinding" noise. Following visual confirmation, it was determined that no bleeding / tear has occurred and all tpp connector barbs were correctly connected. The physician continued and completed the off-pump coronary artery bypass (opcab) procedure with no complications. There was no patient harm or adverse event reported.

Event description:
It was reported that during the deployment of the tigerpaw pro (tpp) clip, the physician heard the handle/ trigger make a "grinding" noise. Following visual confirmation, it was determined that no bleeding / tear has occurred and all tpp connector barbs were correctly connected. The physician continued and completed the off-pump coronary artery bypass (opcab) procedure with no complications. There was no patient harm or adverse event reported.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Reference complaint (B)(4).

Manufacturer narrative:
(B)(6). Brand name: (B)(6) pro left atrial appendage closure device 35mm the device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided, we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during the deployment of the tigerpaw pro (tpp) clip, the physician heard the handle/ trigger make a "grinding" noise. Following visual confirmation, it was determined that no bleeding / tear has occurred and all tpp connector barbs were correctly connected. The physician continued and completed the off-pump coronary artery bypass (opcab) procedure with no complications. There was no patient harm or adverse event reported.